Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as indents from electrodes digging into skin and causing blisters. There was no alleged device malfunction contributing to the irritation. The patient reported reaching out to the physician, but there is no indication of medical intervention although the doctor did state for the patient to please continue to wear the lifevest as recommended. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.